Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported, the patient was experiencing pain at the lead incision site. It was also reported, the patient would occasionally experience pain in his ribs. X-rays were taken and it showed the lead had migrated. Follow up indicated the patient's scs lead was repositioned on (B)(6) 2013. During the revision the physician removed bone and scar tissue to allow for proper lead insertion. The lead was tested intra-operatively and adequate stimulation coverage was captured.